Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced continued urinary incontinence, severe dyspareunia, abdominal and pelvic pain, vaginal discharge, recurrent urinary tract infections and mesh extrusion. An excision of the infected mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.